Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received multiple shocks recently that the physician felt were due to atrial fibrillation (af) with right ventricular response. Therapy was not exhausted in the device. An electrocardiogram of a previous shock was sent into boston scientific technical services (ts) for review. This electrocardiogram showed an inappropriate shock from two months earlier where there was double counting of t-waves with low rwave amplitudes. The physician added an anti-arrhythmic to the patient's medicine regime, put him on a treadmill to exercise in an attempt to elicit the arrhythmia but was unable to reproduce any tachycardia. No further programming changes occurred. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.